Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During an implant attempt, when connecting a sonr lead to the subject device, the doctor pushed the screwdriver into the atrial slot of the silicone cap, which reportedly disengaged from its housing. Finally, the screwing was done normally; the physician repositioned the silicone cap back into its housing. The device was implanted as it was, since no visual defects were later found.

Event description:
During an implant attempt, when connecting the atrial lead to the subject device, the physician pushed the screwdriver into the atrial connector block, which was then reportedly displaced outside the header of the device. Finally, the screwing could be done normally after the physician repositioned the connector block back into its housing. Since no visual defects were observed, the device was implanted.

Manufacturer narrative:
A review of manufacturing records confirmed that the device has been manufactured according to specifications. Field event corrected.

Event description:
During an implant attempt, when connecting the atrial lead to the subject device, the physician pushed the screwdriver into the atrial connector block, which was then reportedly displaced outside the header of the device. Finally, the screwing could be done normally after the physician repositioned the connector block back into its housing. Since no visual defects were observed, the device was implanted.